Event description:
It was reported that the venflon pro safety 16ga 1.8mm od 45mm l experienced leakage. The following information was provided by the initial reporter: at end of operation cannula (16g pro safety venflon) flushed in top port. Popping sensation felt and fluids refluxed immediately out of top port. Fluid turned off and patient blood refluxed out of top port. Cannula immediately removed and new one re-sited in opposite arm. Cannula removed. New venflon resited.

Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the venflon pro safety 16ga 1.8mm od 45mm l experienced leakage. The following information was provided by the initial reporter: at end of operation cannula (16g pro safety venflon) flushed in top port. Popping sensation felt and fluids refluxed immediately out of top port. Fluid turned off and patient blood refluxed out of top port. Cannula immediately removed and new one re-sited in opposite arm. Cannula removed. New venflon resited.